Event description:
Non-medical device with questionable reliability is being used to control patient safety alerts from 510(k)-cleared medical devices. Centrak staff location/rtls system has repeatedly located staff who are physically in hallway outside of patient room as being inside the patient room. This has the potential to automatically cancel critical patient safety alarms generated by or through the nurse call system and patient bed. It is a staff workflow feature of the centrak-hill-rom system to automatically cancel nurse call alerts when a caregiver is correctly located within the patient room from which the call was generated, stopping then-unnecessary alarms and allowing the caregiver to immediately and solely focus on attending to the patient. But when the location system incorrectly places the staff member in a patient room, calls may be cancelled, leaving the patient in a potentially unsafe condition with no further way of letting staff know. Manufacturer response for rtls, centrak (per site reporter). Centrak and hill-rom have been onsite troubleshooting this issue for months, but without resolution thus far. Manufacturer response for nurse call system, (brand not provided) (per site reporter). Hill-rom and centrak have been onsite troubleshooting for months, without resolution at time of this report.